Event description:
Note: this MFR report pertains to one of two devices that were used during the same procedure. Refer to associated MFR report #3005099803-2010-01106 for a description of the other device. It was reported to boston scientific corporation that two resolution clip devices was used during a esophagogastroduodenoscopy procedure. According to the complainant, they positioned the scope within the patient's duodenum to place a hemostatic clip on what they believed to be a bleeding ulcer. The olympus 180 series scope was in a retroflex position within the patient's duodenum. When they attempted to advance the clip, the clip never came out from the end of the sheath. They used a second of the same hemostatic clipping device. When they attempted to advance the clip, the clip never came out from the end of the sheath. They used a third clip, and were able to successfully deploy it onto the ulcer. The bleeding was not exacerbated by the delay. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be fine.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Upon investigation, it was noted that the sheath grip was detached from the over sheath, and there was a kink near the handle. The clip assembly was located just inside the over sheath. Once the clip assembly was exposed, the control wire was actuated several times and deployed. As evident by the kink in the control wire, and the sheath grip being detached, the end-user may have exceeded the design limits of the device during use. Taking into consideration the thorough evaluation, and the details of the complaint, this investigation will be assigned the most probable root cause classification of operational context. A review of the device history record (DHR) was performed; no anomalies were noted. (B)(4).

Event description:
Note: this MFR report pertains to one of two devices that were used during the same procedure. Refer to associated MFR report #3005099803-2010-01106 for a description of the other device. It was reported to boston scientific corporation that two resolution clip devices was used during a esophagogastroduodenoscopy procedure. According to the complainant, they positioned the scope within the patient's duodenum to place a hemostatic clip on what they believed to be a bleeding ulcer. The olympus 180 series scope was in a retroflex position within the patient's duodenum. When they attempted to advance the clip, the clip never came out from the end of the sheath. They used a second of the same hemostatic clipping device. When they attempted to advance the clip, the clip never came out from the end of the sheath. They used a third clip, and were able to successfully deploy it onto the ulcer. The bleeding was not exacerbated by the delay. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be fine.